Event description:
The complainant alleged that during a routine shift check by a clinician, the device's energy up and down, and charge buttons are functioning intermittently. The complainant indicated that there was no pt involvement in the reported malfunction.